Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient had multiple episodes of ventricular tachycardia (vt) requiring cardioversion. The patient underwent an ablation and initially tolerated the procedure well, but towards the end of the ablation there were difficulties keeping the patient's pressure up and the procedure was aborted. Shortly after, the patient developed respiratory failure requiring intubation and several days later the patient experienced multi-drug resistant pneumonia and subsequently expired. The cause of death was multi-drug resistant pneumonia and respiratory failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, cardiac arrhythmia, respiratory failure and death are known potential complications associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had multiple episodes of ventricular tachycardia (vt) requiring cardioversion. The patient underwent an ablation and initially tolerated the procedure well, but towards the end of the ablation there were difficulties keeping the patient's pressure up and the procedure was aborted. Shortly after the procedure, the patient developed respiratory failure requiring intubation. Several days later, the patient experienced multi-drug resistant pneumonia and subsequently expired. The cause of death was multi-drug resistant pneumonia and respiratory failure. It was further reported that the ventricular assist device (vad) was functioning without any problems and the patient's death was not related to the vad.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient had multiple episodes of ventricular tachycardia (vt) requiring cardioversion. The patient underwent an ablation and initially tolerated the procedure well, but towards the end of the ablation there were difficulties keeping the patient's pressure up and the procedure was aborted. Shortly after, the patient developed respiratory failure requiring intubation and several days later the patient experienced multi-drug resistant pneumonia and subsequently expired. The cause of death was multi-drug resistant pneumonia and respiratory failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, cardiac arrhythmia, respiratory failure and death are known potential complications associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had multiple episodes of ventricular tachycardia (vt) requiring cardioversion. The patient underwent an ablation and initially tolerated the procedure well, but towards the end of the ablation there were difficulties keeping the patient's pressure up and the procedure was aborted. Shortly after the procedure, the patient developed respiratory failure requiring intubation. Several days later, the patient experienced multi-drug resistant pneumonia and subsequently expired. The cause of death was multi-drug resistant pneumonia and respiratory failure. It was further reported that the ventricular assist device (vad) was functioning without any problems and the patient's death was not related to the vad.